Event description:
Procedure: resection. According to the rptr: the device was used at the ablation of a "meckelsches diverticulum." The device functioned properly during the first firing. When the second sulu was fired, the clips did not form properly. The clips formed a "b" only on one side, and the other side of the clips were open. All the clips had to be removed with a pincer and a hand anastomosis was performed. Operative time was extended by more than thirty minutes. There was no additional blood loss and/or tissue damage.

Manufacturer narrative:
(B)(4).